Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a system interconnection cable that was not properly seated to a connector. However, during our investigation, this device was found to be contaminated with blood and could not be repaired. A review of the device history also indicated that the blood contamination was observed during a previous repair and the customer was notfied that the device could not be repaired. At that time the device was returned to the customer labeled "not for clinical use". Zoll strongly recommends that the device be scrapped. If the device is returned to the customer, it will be labled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.